Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
The pin puller does not work. The rep clarified that it will not pull the pins.

Manufacturer narrative:
Functional evaluation of the returned device confirms the reported functional concerns. The received attune pin puller was forwarded to commercialized product evaluation for evaluation . Photographic evidence shows the grasping feature is fractured. The failure is the same as (B)(4), which found the fracture of the pin grasper of the pin puller was caused by ductile overload. Fracture due to overload indicated that single force applied exceeding the ultimate strength of the material. Based on the previous investigations findings of overload, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.